Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated and an updated report will be submitted.

Event description:
Boston scientific received information that this right ventricular lead contributed to high, out-of-range pacing impedance (> 3000 ohms) so it will be explanted and replaced. Aside from the patient being hospitalized for the procedure, no specific adverse patient effects were reported.